Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple motor errors. Customer's blood glucose level was 79 mg/dl. Customer states insulin pump had battery out limit. Customer reports they were able to clear the alarm. Customer states they did not receive a request to rewind insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, no MRI anomaly and no unexpected battery power loss anomaly during test noted. Motor passed motor test.